Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient transferred from (B)(6) hospital to (B)(6) medical center with vad off for several hours. The patient was taken to the operating room where the pump was explanted. The pump was off for several hours and not restarted due to thrombus risk. It was reported there were red heart and red battery alarms for no external power.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of the pump being off for several hours could not be confirmed through this evaluation as no product was returned and no log files were provided. A specific cause for the reported event, as well as a direct correlation to heartmate ii lvas, serial number (B)(6), could not be conclusively determined through this evaluation. The account reported that the patient was transferred with his lvad off for several hours. The device alarmed with a red heart alarm and red battery alarm for no external power. The pump was not restarted due to the risk of potential thrombus. The patient was reportedly taken to the or where the pump was explanted. Multiple attempts were made to obtain additional information from the account regarding the event; however, no additional information was provided. Heartmate ii lvas, serial number (B)(6) was reportedly explanted on 25nov2019. However, as of the date of this report, no product has been returned for evaluation and this record will be closed accordingly. The heartmate ii lvas IFU and patient handbook outline all system controller alarms as well as the appropriate actions associated with them. The patient handbook also contains a section on handling emergencies, which includes instructions in the event the pump stops. The current heartmate ii lvas IFU outlines all system controller alarms as well as the appropriate actions associated with them in section 7, ¿alarms and troubleshooting. The heartmate ii lvas patient handbook outlines all system controller alarms as well as the appropriate actions associated with them in section 5, ¿alarms and troubleshooting¿. In the event of a red heart/pump off alarm, the user is instructed to connect to a working power source right away and if connecting to power does not resolve the alarm, press any button on the system controller to attempt pump start and call your hospital contact immediately. The patient handbook also contains section 8, ¿handling emergencies¿, which includes instructions in the event the pump stops. No further information was provided. The manufacturer is closing the file on this event.